Manufacturer narrative:
A field service engineer (fse) contacted the customer via the telephone to address the reported issue. The fse was not able to confirm the error; however, the fse was able to reproduce the error with the customer by having the customer processing a sample, which generated the error message. The fse instructed the customer to clean the wash electrode probe sensors with 10% bleach solution then the rinse with distilled water. The customer stated after the cleaning of the electrode probe sensors, the aia-360 analyzer functioned normally with no error messages. The aia-360 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 24apr2018 to aware date 24may2019. One other similar complaint was identified during the search period. The aia-360 operator's manual, chapter 7, error messages and flags, states the following: error message 3019, washer low. Insufficient wash solution. After confirming that assay displayed on the upper right of the assay monitor screen changes to stop, replace the wash solution with new one and press the start key to restart assay operation. The most probable cause of the reported issue is attributed to dirty b/f (bound-free) wash solution electrodes.

Event description:
A customer reported getting error message 3019 washer low while operating on the aia-360 analyzer. The customer replaced the wash and primed the wash three times with no errors. The customer noted the level sensor wires were not frayed. The customer checked the lines for kinks and noted that the tubing was not under the caps. The customer cleaned the electrodes then continued to process samples; however, results showed washer low errors. A field service engineer (fse) was notified to address the reported issue, which resulted in delayed reporting of follicle-stimulating hormone (fsh) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.